Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and bard mesh and mesh were implanted. It was reported that the patient underwent another procedure on (B)(6) 2010 and monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of sphincteroplasty, colporrhaphy, and implantation of bard monofilament knitted polypropylene mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent cystoscopy with coaptite injection on (B)(6) 2013 due to stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced allergies, anxiety, depression, pelvic pain, heartburn, incomplete emptying of bladder, urge and stress incontinence, and vertigo.